Manufacturer narrative:
A review of the device history record for sn (B)(4)was performed from date of manufacture 05aug 2018 to the present date 19jan2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200294451 for display - lcd /led failure which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.